Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. The literature article stated the implant date was (B)(6) 2015; the exact date of implant was not provided. Please note that this device was used in an off-label manner as the patient was implanted for treatment of a minimally conscious state due to a traumatic brain injury. The reported events were from the following literature article: lemaire jj, sontheimer a, pereira b, coste j, rosenberg s, sarret c, coll g, gabrillargues j, jean b, gillart t, coste a, roche b, kelly a, pontier b, feschet f. Deep brain stimulation in five patients with severe disorders of consciousness. Annals of clinical and translational neurology 2018; 5(11): 1372-1384 doi: 10.1002/acn3.648. If information is provided in the future, a supplemental report will be issued.

Event description:
The following event was reported in a literature article: p4: one (B)(6) female patient underwent deep brain stimulation (dbs) in january 2015 for treatment of a minimally conscious state (mcs) due to a traumatic head injury four years prior. The patient had a medical history of pneumonia and type-1 diabetes and developed postoperative transient bronchopulmonary infection, which necessitated a 12-day stay in the intensive care unit. It was noted that most fragile patients were more prone to complications. The following device specifics were provided in the literature article: lead model 3389; implantable neurostimulator activa sc; implantable neurostimulator activa pc.